Event description:
It was reported that the patient was admitted on (B)(6) 2024 with worsening right ventricular failure and ascites. Labs showed worsening renal function. The patient was transferred to the cardiovascular intensive care unit (cvicu) on (B)(6) 2024 and was started on a bumnex drip and a diuril regimen, with worsening acidosis. Nephrology was consulted and continuous renal replacement therapy (crrt) was started. Multiple pressors, including milrinone, epinephrine, levophed, vasopressor, and inhaled flolan. The patient continued to have worsening symptoms with a poor prognosis. The decision was made to provide comfort care and withdraw ventricular assist device (vad) support. The vad was functioning as intended, there was no autopsy, and the vad would not return.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists multiple organ dysfunctions/failures, including right heart failure and renal dysfunction, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.